Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Patient age is not know. The facility where the event occurred was a children's hospital. Therefore, the event is being reported on a 30 day timeline as the available information reasonably suggests a pediatric patient was involved. The serial number of the device is not know. Therefore the manufacture date and expiration date cannot be determined. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) was partially extruded from the patient. The physician explanted the ilr. No patient complications have been reported as a result of this event.